Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-aug-2019 with the following findings: during investigation, there were no loss of primes observed in black box. No data in pump histories from time of reported loss of prime due to continued use. The rewind, load cartridge, and prime steps performed successfully. Force sensor calibration test confirmed sensor is detecting correct force at 5lbs. Pump exercised with no prime issues occurring. The pump was opened and there was no damage found to force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.